Event description:
It was reported that endobutton loop broke as the graft was being pulled up through the tibial tunnel. Loop debris and button had to be retrieved from joint. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.